Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was device / fragment retained in the patient¿s tissue? No. If retained, in what tissue / structure? No. If retained, are there plans to remove the device / fragment? Did the 4 needles break and did the 4 needles separate from the suture? Yes 4 needles break. Were there any adverse patient consequences? Unknown , the dr said that the surgery ends successfully. Was the patient¿s post-operative treatment altered due to the event? If yes, please describe. Patient¿s current status? Unknown. Will device be returning for evaluation? The broken needles are currently available and in the care of the head of nurses, due to problems of entering to the operating room at these times the issue will be postponed until it is possible to reach the operating room. Events were submitted via 2210968-2020-02612, 2210968-2020-02614 and 2210968-2020-02615.

Event description:
It was reported that a patient underwent a prostatectomy surgery on (B)(6) 2020 and suture was used. While suturing the bladder tissue the needle broke and got stuck in the tissue. It was also reported that there is no device/fragment retained in the patient¿s issue. Another suture from new box was used and the tissue was closed successfully without any problem.